Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Subsequently, it was reported that the usb cable was bent and did not charge the pump. Additionally, it was reported that a cartridge issue was experienced. Although requested, no additional information regarding the cartridge issue could be obtained. Customer's blood glucose level ranged between 166-325 mg/dl during these events. Reportedly, the customer reverted to manual injections for insulin therapy as the pump battery had fully depleted due to the battery issue.